Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is having an inaccurate control low issue. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The reported issue began sometime in early 2009. The patient indicated that the control solution result of 69 mg/dl was outside the control solution range of "113-151 mg/dl." At an unspecified date and time after the reported issue began, the patient developed symptoms described as "excessive thirst and mild headaches." It is not known what blood glucose reading the patient obtained on the subject meter at the time of concern. During february or early march, the patient's lantus insulin regimen was increased by 5 units. As a result of the reported issue, the patient took 25 units of lantus. The patient did not test on any other devices. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the test strips are within the discard date and in good condition, the control solution test was not within range when a control solution test was run, and the meter is coded correctly. This complaint is being reported because the patient claimed he had symptoms that can be suggestive of hyperglycemia after the inaccurate control low issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.